Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (FDA (B)(4)) and evaluation conclusion: design deficiency (FDA (B)(4)).

Event description:
Fractured in patient's mouth (#11). No patient injury.